Event description:
It was intended to treat a lesion in the lad exhibiting severe stenosis with a endeavor resolute drug eluting stent. The device was inspected prior to use with no issues noted. The lesion was first pre-dilated, but the device could not cross the lesion. It was reported that when the device was removed from the patient it was observed that the stent was damaged. No patient complications or clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The distal tip was flared. The 8th, 9th and 10th distal stent segments were deformed with a number of struts raised. The 12th proximal segment was deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation. Lesion morphology- severe stenosis. Stent deformed. Conclusions: stent deformation. Lesion morphology - severe stenosis. (B)(4).